Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach and then small intestine on a laparoscopic gastroplasty, the stapler stopped and did not progress. A new reload was used but had the same issue. The whole device was changed but same problem occurred it stopped midway. It was reported that the staple line was incomplete proximally. A new manual stapler and reload was used to complete the case. There was no patient injury.